Event description:
It was reported that pump displayed malfunction alarm code malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was assisted with resetting pump, did not experience repeat of malfunction after reset, was advised to continue using pump, and was instructed to call back if malfunction recurred.